Manufacturer narrative:
Additional information was received that there were no further information can be obtained regarding the patient and physician's assessment.

Event description:
A report was received that the patient's ipg was protruding and it was causing sores in the area. Ointment was applied on the sores.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's ipg was protruding and it was causing sores in the area. Ointment was applied on the sores.